Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of foreign body in patient, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported inability to remove the gripper line could not be determined. The reported foreign body in patient is a result of the inability to remove the gripper line. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the gripper line, which remain in the patient anatomy. It was reported that on (B)(6) 2018, the patient, with mixed mitral regurgitation (mr), underwent a mitraclip procedure. The steerable guide catheter (sgc) and clip delivery system (cds) were advanced into the patient anatomy. The clip was placed at the anterior 1/posterior 1 leaflet segment. Leaflet insertion was assessed and the decision was made to deploy the clip. The gripper lines were exposed and flossed. Deployment proceeded and the clip was deployed from the cds. An attempt was made to remove the gripper line; however, the gripper line could not be removed. The gripper handle was inspected to make sure there were no knots and none were seen. The decision was made to remove the cds over the gripper line and both sides of the line were cut at the level of the groin. Plavix was added to the medication regimen for anticoagulation. No additional information was provided.